Event description:
It was reported that during tunneling procedure, difficulty placing the sleeve over the catheter and by pushing hard on the sleeve after attached the catheter. Reportedly, there was breakage of the tunneller sleeve during the procedure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, five photos were provided for review. The photo showed that the white sleeve of the tunneler sheath was cracked. The manufacturing site evaluation states, that the white sleeve of the tunneler was cracked. Therefore, the investigation is confirmed for the reported fracture issues. However, the investigation is inconclusive for the reported failure to advance and physical resistance or sticking as exact circumstances of the reported event cannot be verified from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4(unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during tunneling procedure, difficulty placing the sleeve over the catheter and by pushing hard on the sleeve after attached the catheter. Reportedly, there was breakage of the tunneller sleeve during the procedure. It was further reported that there was resistance felt while difficulty in placing the sleeve over the catheter. The procedure was completed using another device. There was no reported patient injury.